Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4) batch: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device caused discomfort. All device components were explanted and were not returned.